Event description:
It was reported the patient had problems getting their stimulator to charge since implant. The patient could get two boxes by pushing it into their abdomen. The patient was having to spend long hours simply laying down to get any charge at all. This was limiting the patient¿s use of the device. The patient had gone back to needing more medication because their pain remained un-regulated. Additional information reported the patient may have lost weight prior to implant and then put the weight back on, however the battery was palpable and the physician did not feel it was too deep. The stimulator was not too deep but the patient did have a big layer of fat in their abdomen that could be the reason. The patient did have an x-ray of the implant in november. The stimulator was not flipped but slightly angled towards the abdomen. Prior to december the patient was able to get two bars. When the patient was seen at the site they were able to obtain two bars recharging when lying on a couch but could not obtain any bars when they sat up. Another recharger was used with the patient and it did not resolve the issue. The stimulator was explanted and they were able to fully charge the battery after the explant. The patient was re-implanted with a non-rechargeable battery and was satisfied with their therapy.

Manufacturer narrative:
Concomitant medical products: product ID 37751, lot# unknown, product type: recharger; product ID neu_unknown_lead, lot# unknown, product type: lead. (B)(4).